Event description:
It was reported that it was difficult to deflate on the 9th day of use. No patient injury was reported but 2cc's of water was left in the balloon. The fragment of the catheter was left in the body due to the breakage. The catheter was pulled out and it was removed.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the catheter was cut off at the distal part. The surface was normal in appearance with the presence of smooth and clear cut. The catheter shaft looked like it was cut by a sharp tool i.e. Scissors, that could cause the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when the problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate on the 9th day of use. No patient injury was reported but 2cc's of water was left in the balloon. The fragment of the catheter was left in the body due to the breakage. The catheter was pulled out and it was removed.